Event description:
A biomedical engineer reported that a system had a system message displayed and the vitrectomy did not work before a procedure. The procedure was started and completed with the same system.

Manufacturer narrative:
Investigation completed. This file was closed in alignment with (B)(4).